Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported by a field clinical specialist (fcs), after valve deployment of a 23 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, the delivery system balloon ruptured. Did not need further post dilation as the valve was fully deployed. The commander delivery system was removed without issue or injury to the patient. The patient stable and transferred out of cath lab.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to h.6 investigation conclusions, type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of the complaint device and /or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, "the delivery system balloon ruptured. Did not need further post dilation as the valve was fully deployed." While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information, a definitive root cause was unable to be determined at this time. However, it is possible that patient (calcification) and/or procedural factors (over-inflation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.